Event description:
Patient reported "pain". Later patient report ¿implants harden". Later healthcare professional, through patient, reported "pain + hardening", capsular contracture baker grade iii, "deformity" and "radial folds". This record is for left side. The device remains implanted. It is unknown if the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.